Manufacturer narrative:
A covidien technical service engineer (tse) assisted the customer with troubleshooting the device via phone. The tse recommended the facility to replace the breath delivery (bd) central processing unit (cpu). The customer stated they would contact the distributor for repair assistance. In the event that additional information is obtained, a supplemental report will be issued. (B)(4).

Event description:
A report was received from the user facility stating an 840 ventilator stopped cycling while in use on a patient. Reportedly, there was a high pitched noise then the device stopped ventilating the patient. The patient was removed from the device and manually bagged while another ventilator was set-up. There were no patient injuries as a result of the event. The device was inspected by the customer's biomed department and it was determined that the ventilator continued to function but the display went blank.